Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding / lengthy menstrual cycles"), abdominal pain ("abdominal pain / severe cramps"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain / weight gain"), dizziness ("dizziness"), nausea ("nausea"), migraine ("frequent migraine headaches"), pyrexia ("fever"), toothache ("dental pain"), hypersensitivity ("allergy symptoms"), night sweats ("night sweats") and memory impairment ("forgetfulness"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abnormal weight gain, dizziness, nausea and migraine had not resolved and the pyrexia, toothache, hypersensitivity, night sweats and memory impairment outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, dizziness, dyspareunia, hypersensitivity, memory impairment, menorrhagia, migraine, nausea, night sweats, pelvic discomfort, pelvic pain, pyrexia and toothache to be related to essure. The reporter commented: around (B)(6) 2016, plaintiff underwent an ultrasound and it recommended that she have a hysterectomy. Plaintiff has not been able to undergo this surgery. The essure coils remain in both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding / lengthy menstrual cycles"), abdominal pain ("abdominal pain / severe cramps"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain / weight gain"), dizziness ("dizziness"), nausea ("nausea"), migraine ("frequent migraine headaches"), pyrexia ("fever"), toothache ("dental pain"), hypersensitivity ("allergy symptoms"), night sweats ("night sweats") and memory impairment ("forgetfulness"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abnormal weight gain, dizziness, nausea and migraine had not resolved and the pyrexia, toothache, hypersensitivity, night sweats and memory impairment outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, dizziness, dyspareunia, hypersensitivity, memory impairment, menorrhagia, migraine, nausea, night sweats, pelvic discomfort, pelvic pain, pyrexia and toothache to be related to essure. The reporter commented: around (B)(6) 2016, plaintiff underwent an ultrasound and it recommended that she have a hysterectomy. Plaintiff has not been able to undergo this surgery. The essure coils remain in both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet received. Reporter information updated. Case became serious incident as surgery removal was added to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.